Manufacturer narrative:
Sr-(B)(4). "Dexcom was made aware on (B)(4) 2018, that on (B)(4) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(4) 2018...the complaint confirmation of the reported inaccuracy could not be confirmed." Describe event or problem - correction remove " reportedly, calibrations were entered during periods of rapid rate of change...labeling indicates: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicates that your blood glucose is rapidly rising or falling. Calibrating during rapid rise or fall of blood glucose may affect sensor accuracy."

Event description:
Dexcom was made aware on 04/05/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The reported event of inaccuracies was confirmed.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 04/05/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, calibrations were entered during periods of rapid rate of change. Cgm value differences were reported to be between 1.5 mmol/l and 2 mmol/l. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: do not calibrate if your blood glucose is changing at a significant rate, typically more than 2 mg/dl per minute. Do not calibrate when your receiver screen is showing the rising or falling single arrow or double arrow, which indicates that your blood glucose is rapidly rising or falling. Calibrating during rapid rise or fall of blood glucose may affect sensor accuracy.